Event description:
Pt reported freedom 60 pump was broken and needs a new one, he was able to finish infusion with the pump he had from old company. Last infusion was tuesday (B)(6) 2026 but pump broke with infusion done in end of (B)(6). Serial number information is unknown as pump was not shipped by cvs. Indication - chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes, if yes, was the patient able to successfully continue their infusion? Unknown.